Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to abnormal functionality of the connector board rf 2060. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
It was reported that during an rfa procedure, the generator could not produce enough output to continue the procedure. Troubleshooting attempts were unsuccessful. As a result, the procedure was abandoned.